Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2020-00084.

Event description:
Patient revised on (B)(6) 2020 due to dislocation approximately 6 weeks after primary surgery. Surgeon explanted the 135/145 36/+9 standard humeral cup and replaced it with a 36/+6 stability humeral cup plus a 135/145 reversed adapter for an extra +9mm of spacing.